Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, further described as ¿infection in stomach¿. The cause of, treatment for, and outcome of the peritonitis were unknown. On an unreported date, the patient was hospitalized for the event. During the hospitalization (unspecified date), physioneal therapies were discontinued because the ¿solutions were over¿ (completed). Thirteen days after being admitted, the patient was discharged from the hospital and the patient continued dialysis therapy at home with another unspecified solution. No additional information is available.